Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported fluoroscopy revealed externalized conductors. Electrical measurements were normal. No further information is available.